Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing and possible myopotential oversensing episodes. The patient was brought in clinic and the device was reprogrammed.